Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on may 09, 2018: during an evlt procedure, while the fiber was placed inside of the patient, it was noted the fiber had cracked near the base where the gripper was attached. The doctor was able to remove it with no harm to the patient. The device was set aside and a new of the same was used to complete the procedure. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
The initial MDR submitted inadvertently was marked as a "death". This has been corrected to reflect "malfunction. The initial information received about this event indicated the laser fiber had fractured during a procedure, without specific location of the fracture known. Angiodynamics deemed this to be a reportable event based on the potential that the fracture may have impacted the patient. The complaint reporter was contacted to obtain additional details of this event. The reporter stated that the gripper end of the laser fiber was connected to the laser generator port and the distal end of the fiber was inside of the patient's vein. The fiber was damaged where the clinician grasps the gripper end to connect the laser port. The device failure is damage to the fiber connector and not a fiber fracture as initially reported. Damage to the fiber connector is deemed to not be a reportable event. The doctor removed the damaged piece of fiber from the laser generator port using a hemostat. A new fiber device was used to complete the procedure. Returned for evaluation was a 65cm fiber. A visual review of the device noted the gripper of the laser fiber had a gap at the seams. The sma connector was loose in the sample return package. It was noted the sma connector was damaged. The customer's reported complaint description of: "the fiber had a crack near the base" is confirmed. It was noted that the fiber handle was separated from the sma connector. A potential root cause is the user over tightened the fiber gripper onto the laser port. "It appears that the user over tightened the fiber gripper onto the laser port. The gripper should withstand a minimum torque of 5 in-lbs. Before it splits. In-process, after the gripper is assembled the seam where the two grip halves mate is examined 100% to verify there is no gap between the two halves and if there is a gap it must be less than .010". The molded gripper halves form a pocket that restrains the hex nut on the fitting when the two halves are assembled together. If the gap between the two halves is greater than .010" after assembly, the pocket may not sufficiently restrain the hex nut and it could come loose. During the manufacturing of the disposable fiber, each fiber receives two 100% inspections and one aql inspection in which the fibers are tested fired and the power output is verified. This would not be possible unless the fiber was securely attached to the unit. A hardware review was performed for the account's evlt unit. The review of the hardware service order system, noted the customer's unit (qby0000025) was serviced after the time of this complaint. It was noted that the "unit met all acceptance criteria". A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).